Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 1.9; lab: 2.1. Date: same day; inratio: 2.0; lab: 3.5. Date: same day; inratio: 4.8; lab: 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.9; lab: 2.1; mean: 2.0; confident limits: 1.3 - 2.7. Date: same day; inratio: 2.0; lab: 3.5; mean: 2.75; confident limits: 1.7 - 3.8. Date: same day; inratio: 4.8; lab: 3.9; mean: 4.35; confident limits: 2.5 - 6.5. Inratio and lab values are within the confident limit as per our internal procedure. The pt dosage change of medicine after the test 2 and 3. This is an adverse event.